Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for the possible lot number was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
An email was received with regards to a microclave clear neutral connector, alleging the patient received an air embolus into their central line due to the microclave plunger inside being stuck. The nurse caught it in time and removed 4cc of air from the line. There was no patient harm.